Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, physio was able to successfully charge and shock without any discrepancies. Physio cleared the device's memory, which cleared the event code, and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
Physio-control was evaluating the customer's device for a non-critical issue (etco2) when it was observed it had previously logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. There were no reports of patient use associated with the observed issue.